Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. It was stated by the customer that there was no damage noted prior to use. Based on the information provided, the risk assessment for the lucia product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue: · lens placement technique · loading strategy. · accessory device support. · poor handling during folding and inserting.

Event description:
Customer reported that on (B)(6) 2023, a CT lucia 602 lens sn (B)(6) was implanted and had rotated in the eye. The lens was removed and another backup lens was immediately used to successfully replace it.